Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a company representative and it was reported that the patient had a catheter revision done last week. The patient's identifying information/device information, the initial reporter, the most appropriate person to contact regarding the event, the patient's managing physician, the initial onset/event date, symptoms related to the event, troubleshooting performed, cause of the event, the drug in the pump, the patient's relevant medical history/concomitant medications, and indication for use of the pump was not provided. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.